Manufacturer narrative:
The reported event of inability to remove the lead from the header of the device from inability to loosen the setscrew was confirmed. The analysis found the setscrew inset was stripped. Because the inset was stripped, the torque wrench could not engage the setscrew inset to untighten it. The setscrew was stripped by the user of the wrench during the implant procedure. The problem is related to the user¿s use of the wrench.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During implant procedure, the set screw of the header of the device was attempted to be unscrewed to reconnect the right ventricular (rv) lead but was unsuccessful. It is unknown if the cause of the event was due to a malfunction of the device or use error. No allegation of malfunction on the rv lead. A new device and rv lead was used to resolve the event. The patient was stable with no consequences.